Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the segment broken, the light guide fiber bundle (lcb) broken, the suction channel buckled, the nozzle gluing missing, the lcb distal cover glass missing, the bending rubber leak, the insertion flexible tube (ift) cut, the root brace rubber cut, the remote control buttons cut, the light guide cable cut, and the brand plate worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).